Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9163867, medical device expiration date: 2024-08-31, device manufacture date: 2019-06-12, medical device lot #: 8361924, medical device expiration date: 2024-02-29, device manufacture date: 2018-12-27. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9163867. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with no analysis of the sample the symptom reported by the customer could not be confirmed. This lot was produced for 1.9mm units; therefore, the cpm is 0.53. We will continue monitoring this lot and symptom. With no sample analysis a potential root cause could not be offered. (B)(4).

Event description:
It was reported that 2 needles 22x1-1/2 rb experienced broken needles. The following information was provided by the initial reporter: material no: unknown batch no: 9163867, 8361924.   It was reported that pr package difficult to open resulted in broken injection needles pr package difficult to open - broken injection - needles are very hard to open - per patient. Dose is 2.4 and it only could save w these both times.